Event description:
The needle did not inject to the patient [device failure]. No adverse event. Case narrative: this initial spontaneous report concerns of adverse events device malfunction and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On26-feb-2026, amneal pharmaceuticals received information from a pharmacy technician via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. On (B)(6) 2026, the patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot number: g250103x, expiry date: 31-aug-2026) for an anaphylactic reaction. Concurrent condition included anaphylactic reaction. Procedure included chemotherapy therapy. Co-suspect medication, concomitant medications, medical history, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2026, the patient was having a reaction to their chemotherapy, and the doctor wanted the nurse to administer an epipen. When the nurse attempted to inject it, the needle did not inject the patient. When the nurse looked at the device, the needle deployed and pricked her finger. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.